Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The asymptomatic patient presented for lead revision, the physician explanted the lead successfully.